Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub broken from collar was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken hub. Bd determined that the root cause of the indicated failure mode was attributed to parts were shifted upright in the box and the box loader robot arm crushed the units as it was placing more units into the box. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd vacutainer® eclipse¿ blood collection needles with pre-attached holder had issues with the needles attaching to the plastic hub and separating from their holders. The following information was provided by the initial reporter: "however, there were about 5 other needles with defects where the needle attaches to the plastic hub".